Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that the stent was pulled off of the delivery system during prep. When the stylet was pulled out, stent came with it. The delivery system was advanced to the lesion and inflated. The physician thought the stent was still on it, but then found out that the stent was in the yellow stent sheath and it was removed upon prepping the stent. Another of the same device was used successfully. No patient effects were reported. No additional information is available. (B) (4)

Manufacturer narrative:
(B) (4). (B) (4): results - product performance engineering was unable to determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the shaft, balloon and in the guide wire lumen. There was contrast on the shaft and in the inflation lumen and in the balloon. The stent implant had dislodged from the balloon and was located inside the protective sheath. There was no damage noted to the stent implant. The balloon was returned loosely folded. There were crimp marks on the balloon between the markers. There was no damage noted to the sds. The protective sheath and stylet were returned with no damage noted. A snap gauge was used to measure the stent implant outer diameters and they met manufacturing criteria. A pin gauge was used to measure the inner diameter of the protective sheath. Product performance engineering reviewed the incident information and analysis of the returned product. Analysis of the returned product was consistent with the reported information the product was prepared for use, advanced into the patient anatomy and inflated. Analysis noted the stent was dislodged from the balloon and located inside the protective sheath, confirming the reported dislodgement. There was no damage noted to the stent. There were crimp marks on the balloon between the markers, suggesting the stent was properly positioned at the time of manufacture. Potential causes for this type of event, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The stent outer diameters and the inner diameter of the protective sheath were measured and met manufacturing criteria. In this case, it is possible that during preparation, positive pressure was applied to the sds, slightly expanding the stent, such that when the protective sheath was removed, the stent dislodged. It should be noted in the promus instructions for use it states: prior to using the everolimus-eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, do not manipulate, touch, or handle the stent with your fingers, which may cause coating damage, contamination, or stent dislodgment from the delivery balloon. There is no indication of a product quality deficiency. However, a conclusive cause for the reported stent dislodgement cannot be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.